Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device noted a range of 50 to 200 ohms for the shock impedance measurements. Isometric exercises and pocket manipulation did not yield any abnormal measurements. As a result, a device changeout procedure was performed. As the pocket was larger than the implanted device, it was suspected the shock impedance measurements could have been a result of a dry pocket. No adverse patient effects were reported.